Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).

Event description:
During index procedure the physician used 3 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in th e sfa of the right leg. Device was successful. Approximately 20 months post index procedure, the patient suffered total occlusion of the right sfa which was treated with medication and 12 months later with femoral to popliteal bypass. The investigator indicated that the event was not related to the study device, procedure or drug. Patient was also treated with an ineffective right pta. Outcome was resolved.

Manufacturer narrative:
Cec has adjudicated the reported event was related to the study device and not related to the procedure or drug.